Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4). Corrected data: in review of the file, it was noted that the initial medical device report (MFR number 2648035-2018-01479) inadvertently indicated code (B)(4). The lens was available and was sent for investigation. Device available for evaluation: yes, returned to manufacturer on: 12/11/2018, device returned to manufacturer: yes. Device evaluation: the lens was received inside a gauze and was covered by the gauze fibers and residue. The lens was then observed under the microscope. It was observed torn with a detached haptic and the base of it detached from the lens. This condition was caused by the cut during the removal and replacement process. Scratches were not observed in the optic zone. The customer's reported issue was not verified in the returned lens sample. Video review: the customer provided a surgery video that was evaluated. During the surgery, an incision is performed on the eye. Different tools were used for the surgery. The tools were introduced to the iol through the incision performed. Before lens insertion, the incision is observed to be expanded with a sharp tool. The insertion is observed to be enlarged and widely open when the iol was inserted. When the preloaded delivery system tip was introduced in the eye of the patient and delivery of the iol performed, and during lens deployment, a crack on the lens edge was noticed. Based on the video and controls in place the crack/torn observed in the iol edge cannot be determined to be related to the manufacturing process of the preloaded delivery system. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00v tecnis monofocal iol (intraocular lens) was observed scratched and the surface was rough. As a result, lens was cut, removed and replaced with the back-up lens. The corners of lens were also scraped. Procedure was completed successfully and there was no patient injury. No additional information provided. The doctor reported two events, same issue. This report pertains to serial number (B)(4).